Manufacturer narrative:
Product evaluation: two loose cartridges were returned. The cartridges were placed in the correct qs by the vendor cavity number. The cartridge was evaluated. Inadequate viscoelastic is observed. The nozzle and tip are split with an aneurysm. The cartridge has evidence it was placed into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified iol/diopter, handpiece and viscoelastic were used. The root cause for the observed damage appears to be related to a failure to follow the directions for use (dfu). The returned cartridge nozzle is cracked and the tip is split. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Inadequate viscoelastic was also observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. (B)(4).

Event description:
A purchasing agent reported that during intraocular lens (iol) implant procedures, cartridges were cracking when the lens was advanced. New cartridges were needed. No damage to the lenses was reported. There are four medical device reports associated with multiple cracked cartridges. This report is for two cartridges from the same lot with unknown patient contact for the second lot number reported.